Event description:
It was reported that revision surgery was performed due to dislocation.

Manufacturer narrative:
All critical interlocking dimensions were checked. There was one feature found to be out of print specification. However, this part does assemble correctly during the functional testing and the part was assembled correctly by the surgeon during the initial operation. The out of tolerance feature would have not caused the head to dislocate thru the lock ring.

Manufacturer narrative:
.